Event description:
It was reported that stent dislodgement occurred. The 70% stenosed target lesion with a significant bend of 45-90 degrees was located in the non-tortuous and 60% calcified subclavian artery. A 7.0x40x135 cm express ld vascular stent was advanced for treatment. However, after reaching the position, it was found that the stent had prematurely deployed and was dislodged into the radial artery. Surgery was performed to cut the radial artery and remove the device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital .

Event description:
It was reported that stent dislodgement occurred. The 70% stenosed target lesion with a significant bend of 45-90 degrees was located in the non-tortuous and 60% calcified subclavian artery. A 7.0x40x135 cm express ld vascular stent was advanced for treatment. However, after reaching the position, it was found that the stent had prematurely deployed and was dislodged into the radial artery. Surgery was performed to cut the radial artery and remove the device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a express ld device was returned for analysis. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure. No issues were noted with the balloon material. A visual examination found the stent was not returned with the device. No issues were noted with the tip of the device. A visual and tactile examination identified no issues along the length of the device. This concludes the product analysis.